Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was on offline mode and user was unable to pull out the item from the patient medication orders. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet was in offline mode and user was unable to pull out the item from the patient medication orders. The technical support specialist (tss) checked logmein application (lmi) and remote smart service and confirmed the cabinet is now online and all indicators are green. The issue is resolved, and no further support is needed. Previous troubleshooting involved coordination with onsite poc and it to address dyanmic host configuartion protocol (dhcp) and firewall restrictions, upload firewall rules, and restore drawer functionality. Customer acknowledged resolution. The system functioned as intended after the technical support specialist troubleshot the issue.